Manufacturer narrative:
(B)(4). The sample was received for evaluation on 01/21/2011. An actual sample was received for evaluation. A visual inspection was performed to the set and the results were satisfactory; all components were present, in the right position and complete. A slit visualization examination was performed. A becton dickinson - 10ml male luer lock syringe was applied to the y-sites (clearlink) and baseline slits were detected in all the y-sites. A referee test at 0.25 psi for 30 seconds was applied to the activated valve y-sites and no blockage of flow was observed. The sample was then submitted for a fluid path occlusion and underwater pressure test. A no flow was observed at the level of the check valve. The reported condition was confirmed. The root cause of this condition was attributed to an excess of solvent that blocked the white side of the check valve. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, it was illustrated that baxter was initially aware of the customer reported condition on (B)(6) 2010; and not (B)(6) 2011.

Event description:
A customer contacted corporate product surveillance to report a clearlink continuflo solution set that stopped flowing at the check valve while priming. The set was changed out to another one and it primed accordingly. She confirmed that the nurses do not squeeze the solution bag to initiate flow per label copy. The solution being infused was normal saline. It is unknown if the operator of the set inverted and tapped the check valve. There was no patient involvement. No additional information is available.